Manufacturer narrative:
One zimmer implant was returned for inspection. A visual inspection revealed that a fractured piece of screw was stuck in the implant. The upper portion of the unknown abutment screw was not returned for evaluation. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A singular cause for the complaint could not be determined.

Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that a replacement screw (mhlas) fractured inside of the implant. The doctor was unable to remove the fractured piece. Therefore, the implant had to be removed. Tooth location 4.